Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, foreign material came out of the device, but the type of the material or root cause could not be identified. The event can be detected and prevented by following the instructions for use which state: the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. It also states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.